Event description:
Boston scientific received information that during a patient follow up, it was discovered that this right ventricular (rv) lead had a shock impedance measurement below 20 ohms and a pacing impedance measurement below 200 ohms. In addition, the associated device had recorded several episodes due to noise oversensing. No inappropriate shocks were delivered. No adverse patient effects were reported. A lead insulation issue is suspected.

Manufacturer narrative:
The device was reprogrammed and a lead revision was performed. During the revision, it was confirmed that the rv lead had an insulation breach between the proximal defibrillation coil and the terminal pin. This lead was capped and abandoned and successfully replaced. The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.